Manufacturer narrative:
Should add¿l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that on (B)(6) 2010, an ams monarc bladder sling was implanted, to treat the plaintiff for pelvic organ prolapse and stress urinary incontinence. It was alleged by the attorney for the plaintiff that, as a result of the implantation of the pelvic mesh product, plaintiff suffered serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor,¿ and has ¿experienced significant mental and physical pain and suffering and has sustained permanent injury.¿ it was also alleged that as a result of the implanted mesh, plaintiff was ¿caused and in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress,¿ economic loss, ¿including, but not limited to, obligations for medical services, debilitating revision surgeries, irreversible injuries, conditions,¿ and other damages.